Manufacturer narrative:
(B)(4). Analysis was normal, no anomaly was found.

Event description:
It was reported that the non-dependent patient presented with fever and chills and found to have msse bacteremia. Vegetation was found on the atrial lead. The patient had developed an infection. The system was explanted. The patient was currently stable on antibiotics.